Event description:
It was reported that the lead integrity alert (lia) was triggered due to high impedance. Loss of capture was also noted. A potential lead fracture was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.